Event description:
**Update** (B)(4) 2013 - the sales rep has reported the revision surgery. Patient was revised to address pain. Part and lot have been provided, as well as correct implant date. All products are being reported to address this issue.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation alleges that the patient suffers from unknown reasons.

Event description:
**Update** - medical records received (B)(4) 2013. Revision operative report indicates the following: 20 milliliters of turbid yellow synovial fluid; some debris was noted in the aspirated fluid; rotators were severely attenuated; amorphous debris in the joint; moderate fretting and corrosion at the bearing taper.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
Update sept 15, 2017; medical record received. After review of medical records there is no new information added that changes the MDR decision. Added complainant information and updated part and lot information. This was complaint was updated on oct 06, 2017.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.